Manufacturer narrative:
Evaluation: method = x-ray. Product evaluation results: as received, the valve exhibits moderate calcification in the valve tissue. Heavy calcification is evident in the free margins leaflets 1 and 2, moderate in cusp of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 3-4mm. Host tissue is minimal to moderate at stent inflow and moderate to heavy at the stent outflow. Approximately half of the sewing ring is cut off which exposed the wireform at the inflow aspect. The wireform is exposed at the outflow aspect due to cuts in the sewing fabric. Through analysis, it was found that this valve is a model# 3000, size: 25mm. The valve serial number is unknown, and the received device has not been dismantled for safety reasons due to patient's history of infection. Per edwards quality engineering, from what can be assessed by the evaluation, the valve does not have any characteristics that would lead to believe a manufacturing non-conformance would have possibly contributed to the failure of this device. It is also noted that the valve displays mechanical damage from the explant. This mechanical damage significantly impairs edwards' ability to compare any product non-conformance information in the device history record with the received valve. Therefore, serial number remains unknown, and no device history record review has been performed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Evaluation: method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: evaluation results of the received subject device will be provided once completed. The device history record cannot be completed, due to no serial number is available at this time. Despite multiple attempts to obtain operative reports and relevant test results, the physician's/hospital representative declined to provide any additional information.

Event description:
Report received regarding explants of both edwards valves, aortic (subject valve) and mitral (refer to edwards complaint (B)(4)). The report indicates that the patient received the valves back in 2006 because of endocarditis.it was learned that the explanted aortic valve was severely calcified and leaflets had little to no motion, surgeon was able to remove it intact.